Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. Manufacture¿s investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the reported pump thrombus could not be conclusively determined through this evaluation. It was reported that the patient was readmitted to the hospital from (B)(6) 2020 due to an intra-pump thrombus as a result of a suspected pump malfunction. The patient received drug treatment. The cause of the thrombus in the pump was unknown. The patient remained ongoing on heartmate ii lvas, serial number (B)(4), until they were transplanted on (B)(6) 2021. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The patient care and management section provides information on anticoagulation, including recommended inr values. This section also outlines indications of pump thrombosis, as well as how to respond to such events. He relevant sections of the device history records for (B)(4) were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was readmitted to the hospital from (B)(6) 2020 to (B)(6) 2020 due to an intra-pump thrombus as a result of a suspected pump malfunction. The patient received drug treatment. The cause of the thrombus in the pump was unknown.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.